Event description:
It was reported that the field representative called for review of a stored ventricular event for this patient with an implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the data and found the first round of anti-tachycardia pacing (atp) breaks the rhythm. However, they are not certain if the arrythmia is ventricular tachycardia (vt) or some type of re-entrant tachycardia. The patient did receive inappropriate atp and multiple shocks which resulted in therapy exhaustion. Ts discussed programming options. At this time, the device remains in service. No additional adverse patient effects were reported.